Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a disconnection between the transfer set and cassette patient line which led to a solution leak. This occurred during an unspecified cycle of peritoneal dialysis therapy. The patient line had become unhooked from the transfer set in the middle of the night during therapy, and the patient¿s bed was full of solution. The care giver placed a minicap on the patient¿s transfer set and shut down the cycler. The customer did not notice anything wrong with the cassette or the transfer set; however, the transfer set was replaced as a precaution. The cause of the disconnection was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing including leak testing, clear passage test, clamp function test, and device-device was performed. There were no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.